Manufacturer narrative:
Block h6 (impact codes): imdrf impact code a1802 is being used to capture the reportable event of device contaminated by manufacture or shipping.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2026 for treatment of cholangiocarcinoma. During preparation for the procedure, the nurse opened the exalt model d scope and unknown spots were observed on the interior packaging. The scope was successfully used to complete procedure. There was no reported patient complications reported as a result of this event.